Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d11, h3, h6. The device was returned to olympus for evaluation and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although malfunction was confirmed, a definite root cause could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU): "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the guidewire on the single-use mechanical lithotriptor broke. The issue occurred during the preparation before use for a therapeutic endoscopic retrograde cholangiopancreatography procedure. An attempt was made to insert a guidewire into the tip, but it came loose and could not be inserted. It was discovered that the guidewire had been torn. The intended procedure was completed with a similar device. There were no reports of patient harm.